Event description:
A stryker micro drill was sent in for repairs for overheating during a procedure. No adverse consequence was associated with the event. The same device was used to complete the procedure.

Manufacturer narrative:
During the quality investigation, the overheating was duplicated. Further investigation revealed a low power motor, a broken ball bearing and press plug. According to the service records, the low power motor is likely the cause of the event. The device was repaired, cleaned, lubed, adjusted and returned to the customer.